Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Event description:
It was reported that the pump had a double beep alarm with the cassette being attached to the pump during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Fluid ingression physical damage was observed. No disposable error was found in event history log. Customer problem was not duplicated. During investigation, fluid ingression was found on the downstream sensor causing the double beep - cassette attached. Although fluid ingression was identified, the customer reported issue of "double beeping cassette" was not confirmed. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor. Additional information in h6 and h10.